Manufacturer narrative:
Local service department checked the subject device and found the phenomenon.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that inside of the light guide lens was dirty. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. According to the evaluation result from the local service department, the subject device had leak. Therefore, omsc presumed that humidity might have invaded from the leaking point and then components under the light guide lens probably got corroded and remained as dirt.